Event description:
It was reported that the patient underwent a posterior l1-ilium fusion. It was reported that the tip of the tap broke off during screw preparation of the ilium. The broken off portion was not able to be retrieved from the patient. No additional complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual inspection of returned instrument did not identify crack, fracture or breakage. Functional evaluation using simulated bone verified tapping capability of the instrument. After visual review and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of perform ing its intended function.